Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine check. Upon interrogation, the right ventricular lead exhibited increased capture thresholds and high defibrillation impedance. No device intervention was performed. Patient was stable and will continue to be monitored.